Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the operating room department placed the catheter into the pt without incident. Six days after insertion, a leak from the catheter under the dressing was found. They found the catheter was separated into two approx 12cm from the distal tip. As a result, the catheter was exchanged for a new one. It is unk if there was a delay in treatment, no pt death and no pt complications were reported. The pt outcome was good.